Event description:
On (B) (6) 2010, the pt reported he received an e4 (occlusion) error on his insulin infusion device earlier today. He changed his infusion set and tried to perform the "change cartridge" procedure, but received an e7 (electronic error). He brought new batteries and has tried each battery, but the e7 persists. He stated his blood glucose has elevated with his current reading being around 300 mg/dl. His normal range is 85-150 mg/dl. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device and infusion set were replaced and requested to be returned for eval.